Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a patient was on day four of impella 5.5 support and had suction alarms with ventricular tachycardia (vt). On day five of impella 5.5 support, the patient was taken to operating room for extracorporeal membrane oxygenation decannulation. The decannulation was successful. As the team was about to get the patient off the table, the patient was rolled to be clean. As the patient was rolled back, the impella 5.5 got pulled out of the axillary graft. The patient began to exsanguinate out the axillary graft. At this time, the patient coded and required two rounds of cardiopulmonary resuscitation. The decision was made to emergently recannulate via the groins and start rapid blood product administration. The impella 5.5 was reinserted into the left ventricle which got pulled back but not across the aortic valve. Transesophageal echocardiogram confirmed the device was in proper position in the ventricle. Hematoma was noted. Systemic anticoagulation was held. The next day, low flow was noted on impella 5.5 and suction alarms were intermittent on p4. Pocus showed the left ventricle was notably empty. Crystalloid bolus was given and flow was improved. The impella was pulled back one centimeter. The patient was successfully weaned.

Manufacturer narrative:
The investigation of positioning issues, access site bleeding, low pump flow, and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Data log reviewed: no motor current spike outside of p-level changes observed. Many suctions occurred during the support. Many impella unknown position alarms seen. No placement signal issue observed. Drop in flow observed on 14- apr as reported then back to range and flow improved. Access site bleeding - major: the cause of the access site bleeding - major most likely was patient movement since 5.5 impella got pulled out of the axillary graft while the patient rolled back for cleaning. Positioning issues: the cause of the positioning issues most likely was patient movement since 5.5 impella got pulled out of the axillary graft while the patient rolled back for cleaning. Low pump flow: the cause of the low pump flow most likely was patient condition related since crystalloid bolus given and flow improved. Vt/vf: as the necessary information was not provided, the root cause of the vt/vf was not determined. G4 PMA/510(k)number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28036.